Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a lp implant procedure using an unspecified boston scientific diagnostic catheter the patient experienced pericardial effusion. A new lp was implanted, and difficulty was noted getting across tricuspid valve. The physician thought he over-torqued the delivery catheter due to the length of the procedure and over manipulation of the delivery catheter. Therefore, a second delivery catheter was used. After some time. The lp was able to be implanted in the rv with the second delivery catheter. The user did not allege any performance issue against delivery catheter. During retrieval of the old lp, difficulty was noted accessing the docking button. One of the loops of the tri-loop snare got caught on the docking button and twisted on the docking button of the newly implanted lp. The physician tried manipulating the lp that had the snare loop caught on it. The user was eventually able to release the newly implanted lp by moving the snare over the body, deflecting slightly, retracting the snares, then undeflecting after getting over the docking button. The newly implanted lp electrical performance remained stable. The retrieval catheter was removed and a non-boston scientific sheath and ensnare were introduced. The physician was still unable to access the docking button. A deflectable ep catheter then introducer in an attempt to access the docking button which was unsuccessful. The old lp was de-activated and the new lp remains implanted. The patient was initially hemodynamically stable, then had a drop in blood pressure. An effusion was noted which required a pericardiocentesis and the patient was transferred to the ccu in stable condition. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.